Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. However, the root cause of the failure (premature /normal wear) was found to be irrelevant. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was nonfunctional and would not run. It was further determined that the device failed pretest for check function of device and check oscillation frequency with frequency meter. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a knee surgery, it was discovered that the battery oscillator device was not cutting the bone properly and there was a loud noise coming from the device. It was reported that there was an eighty-minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on (B)(6) in 2020. The actual month was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.